Event description:
It was reported that a user experienced brief dexcom g7 continuous glucose monitor (cgm) signal loss to the ilet shortly after sensor insertion during training, which was addressed by toggling the cgm connection and re-entering the sensor serial number, after which the user was advised to monitor for reconnection. No adverse clinical symptoms reported. Outcomes included no impact beyond temporary loss of cgm communication and user education on reconnection steps. User support included complaint intake review and provision of troubleshooting and education. Investigation of this case revealed a transient communication interruption between the cgm and the ilet with no device hardware failure identified. It was concluded, based on previously established findings for similar reports, that the cause was likely intermittent wireless communication interference or setup-related connectivity.